Manufacturer narrative:
Device lot number unavailable. Device has not been evaluated because no parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, and is therefore unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the thoracic probe was found to be damaged. This issue was noted outside of a procedure, and there was no patient involvement.